Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
An impella cp was inserted via the femoral artery in a 61 year old male patient for ami/cgs.. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai shock stage d. Post insertion the patient had an access site bleed that resolved with a suture placed by the surgeon. The patient remained on support for approximately 3 days with a successful explant. During the patients time on support the device functioned as expected p-9 3.5l/min of flow.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: asae / major bleed: the cause of the access site adverse event was use related as the bleeding was resolved using a suture at the impella access site.